Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop after the white power lead of the controller was connected to the power module was confirmed via analysis of the log files. The submitted log file from the patient¿s system controller contained approximately 5 days of data (from (B)(6)2023 ¿ thru (B)(6) 2023 per the timestamp). The log file captured the white controller power cable being connected to the power module at 12:59:27 on (B)(6) 2023. At 13:00:16 on (B)(6) 2023, a pump off alarm activated due to an intentional pump stop command being received. The pump speed was captured at 0 rpm at 13:00:18. The intentional pump stop command was cleared at 13:00:36 due to the silence alarm button being pressed; the pump speed then ramped up and was captured at 5000 rpm at 13:00:38. No other speed drops below the low speed limit were observed in the log file. The submitted framework file downloaded from the heartmate touch (serial number: (B)(4)) showed the patient¿s controller ((B)(4)) being connected to the heartmate touch at 13:00:35 on (B)(6) 2023. The framework file also showed that the last controller to be connected to the heartmate touch prior to the patient¿s controller was serial number (B)(4) on (B)(6) 2023 at 10:05:12. Additional information provided stated that (B)(4) is a demo controller that was being used in a staff demonstration and training at this time. A log file from (B)(4) was submitted for review. The log file captured an intentional pump stop command being received at 10:16:18 on (B)(6) 2021; this is consistent with the user pressing the ¿stop pump¿ button on the heartmate touch app. The white system controller power cable was then disconnected from the power module patient cable two seconds after the intentional pump stop command was received; this indicates that the white power cable was disconnected before the red progress bar (displayed on the heartmate touch app after pressing the ¿stop pump¿ button) had completed filling. The black system controller power cable and driveline were then disconnected, and the system controller was powered off. Disconnecting the controller from the power module before the progress bar completely fills after sending the stop pump command would result in a pump stop on the next running pump that is connected to the heartmate touch app. The reported event was determined to be due to the demo controller in use with the heartmate touch prior to this event being disconnected from the power module/heartmate touch before the progress bar had completely filled after a stop pump command was sent, resulting in the stop pump command being sent to the controller associated with this event upon connection to the power module/heartmate touch. A corrective and preventative action (CAPA) has been initiated to address this issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low flow hazard, power cable disconnect, no external power, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient witnessed a low flow event when being connected to the heartmate touch for device interrogation. The white system controller power cable was connected to the power module while the black power cable was connected to battery power. The system controller was in a bag at the time, so it was unknown if the pump running symbol was on. Pump off, low flow, and low speed advisory alarms were seen on the heartmate touch. Log file analysis captured an intentional pump stop on (B)(6) 2023 which was activated via the heartmate touch at 1:00. This event caused the low flow, low speed, and pump off events. The intentional pump stop had not been initiated on the heartmate touch. It was additionally reported that the last use of the heartmate touch was with a demo system controller used for staff demonstration and training on (B)(6) 2023. The pump stop that occurred was due to a pump stop command being stored on the heartmate touch app as a result of the white power cable being disconnected from the power module patient cable before the pump stop sequence had completed during the demonstration on (B)(6) 2023. This command was then executed when the patient was connected on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.